Event description:
It was reported that the images on the 9800 system were flickering and of poor quality during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable was replaced during the service call. The system was tested and found to be working as intended and placed back into service.